Event description:
It was reported that pump displayed malfunction alarm code 12 without any notable events occurring beforehand. There was no reported adverse impact to the customer's blood glucose level. Customer contacted support, was guided through pump reset, and confirmed malfunction did not recur after reset, and customer was advised to continue using pump and to call back if any malfunction code returned.